Event description:
The iab leaked. That was the only info available when the iab was returned for evaluation. Event complications: unk. -reported 12/27/96. Pt's current status: unk -reported 12/27/96.